Manufacturer narrative:
(B)(4): investigation revealed that the keypad is peeling near the up arrow button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the up arrow and down keypad buttons are intermittently responsive. There was evidence of contamination found under all key contacts.

Event description:
The patient reported that the up arrow and down arrow keypad buttons are intermittently unresponsive. He stated that he wears the pump in his pocket and cleans the pump with a damp washcloth every week or two.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.